Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level, and it stayed below 500 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.